Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, and raised skin irritation under the front and back electrodes. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's physician recommended cortisone cream and it helped the skin irritation to improve.